Event description:
Information was received about smiths medical cadd-legacy® plus pump 6400 alarmed error code of 1871. The device was given measures by user to correct issue with no resolution. The customer uses the device for life sustaining issue of pulmonary arterial hypertension. Information revealed this issue did not occur while in patient use. There were no reported adverse patient effects.